Event description:
It was reported that the customer was hospitalized for hyperglycemia. Prior to the event, the customer was vomiting and had hbgs. The family member stated that buttons were unresponsive. At the time of the call, the pump and the customer were unavailable for troubleshooting. The customer was off the pump and was treated with an insulin drip. It was conveyed that the family member will call back. A few days later the customer's nurse called back. The nurse stated that the down arrow button is not responding and the history is showing incorrect totals. It was noted that the nurse changed the battery and the pump went blank. At that time, the contact was advised that a replacement will be sent.